Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the most likely cause for the discordant elevated troponin I results (relative to negative results on alternate methodologies) is heterophilic antibody binding. The presence of heterophilic antibodies is consistent with the repeatable results obtained on retesting of samples on the dimension methodology and the absence of a rise and fall pattern characteristic of cardiac ischemic events. The instructions for use for the cardiac troponin I flex® reagent cartridge contains the following information: "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution." The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Falsely elevated troponin I results were obtained on a patient sample. The patient results were reported to physicians. The same samples were repeated on alternate instrument systems and negative results were obtained. The patient was admitted to the hospital. There is no indication that patient treatment was otherwise altered or prescribed on the basis of the falsely elevated troponin I results. There was no report of adverse health consequences as a result of the falsely elevated troponin I results.